Event description:
Health care professional reports a blood leak noted into the dialysate at the onset of pt treatment. The dialyzer and blood lines were replaced and the treatment continued without incident. The dialyzer was reused 3 times prior to this event. The health care professional reports no pt injury or medical intervention required.